Event description:
Shaft broke in half during surgery. The account stated the dr was pulling the baby out when the forceps broke. The dr completed the delivery without the use of another forceps and without incident. The account further stated med or surgical intervention was not required as a result of this incident.